Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The (B)(4) lens was visually inspected under microscope at 10x. Visual inspection of the lens revealed that the lens was cut in two pieces and with both haptics distorted that could be related to the handling of the unit during the explant process. Visual inspection also revealed surface residuals (fiber/particles) on the lens compatible with the handling the lens in a non-sterile environment. No defects related to manufacturing process were found in the sample returned. Further investigation was not conducted due to the condition of the lens received. A review of the manufacturing records showed no deviations or nonconformities. The diopter measurement records from this particular lens were verified and shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): explant, anisometropia.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) z9002 serial number (B)(4) has been identified as a part of recall z-1123-2014. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye of a patient in a secondary procedure owing to anisometropia. The lens was explanted and replaced by a z9002 lens with 25.0 diopter power. It was stated that there were no patient complications after the explant. No further information was provided.